Event description:
A customer reported to hotline of noticing erratic ise results. The customer cited the example of an initial sodium (na) result of 170 mmol/l that was 130 mmol/l when repeated. The customer stated that both ise cells were showing erratic results: both high and low fliers had been noted. The customer declined to provide any further information or documentation. The customer did confirm that no erroneous results were reported out of the lab. There was no affect to patients. The customer stated that they cleaned, primed and recalibrated the instrument but continued to see erratic results.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2013. The fse cleaned all ise tubing, primed, and recalibrated both cells. On (B)(6) 2013, the customer called again reporting ise results were not matching when repeated. In addition, ise clot detection errors were being generated with no clots being located in sample or system. The fse returned and verified the problem was occurring on both ise cells. The fse replaced a wash valve, the sample syringe, the cell 1 sample pot stirrer motor, and the cell 1 buffer syringe. Following several good calibrations and precision runs, ise generated an "ise clot detect error". The fse verified no obstructions were present. The clot sensor (mu6197) was replaced. The ise tubing and wash syringe were also replaced. The customer called hotline again on (B)(6) 2013 to report erratic ise results. Service was requested again. The fse replaced the sample valve and sample probe. The fse performed calibration and qc with acceptable recovery. Diagnostic sequence measurements were performed; n=30. No issues were noted. The system was validated as performing within specifications. No further ise issues have been reported. The specific failure mode could not be identified as multiple parts were replaced along with general ise maintenance being performed. The manufacturer reference numbers for this event are (B)(4). MDR report numbers 9612296-2014-00001 and 9612296-2014-00003 were completed to account for the other 2 days.